Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead dislodged. The lead was capped (B)(6) 2019 and replaced.

Event description:
New information notes the dislodgement was discovered during a follow up in clinic. The patient had a history of twiddler's syndrome. The patient was stable before, during and after the procedure.